Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pulse generator implant procedure. During the procedure, the pacemaker lead exhibited high impedance and intermittent capture in different locations while positioning the lead. A new lead was used to completed the procedure without further incident. The patient was reported to be recovering following the procedure.